Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/2.5/090 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens and the problem was resolved. D7- (B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Method code 4117 in initial MDR is not applicable. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.5/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens had low vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.